Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 5.7, lab: 2.3. Time between testing was reported as within minutes. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 5.7, reference = 2.3, mean = 4.0, confidence limits = 2.3 - 5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 304243 on (B)(4) 2013. Results as follows: donor a(235, inratio: 2.8, 2.5, 2.6, ref: 3.08, bias-thresh: 2.08 - 4.08, %cv: 5.80; b) 217, 2.5, 2.4, 2.6, 2.23, 1.23 - 3.23, 4.00. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. Eight discrepant result complaints were reported for lot #304243 yielding a complaint rate of 0.005%. Due to this low occurrence rate no further action is required at this time as there was no deficiency.